Event description:
It was reported that this patient presented with endocarditis. A full system explant was scheduled. The implantable cardioverter defibrillator (ICD) was explanted and discarded. The right atrial (ra) lead and the right ventricular (rv) lead were capped and surgically abandoned. A second procedure will be performed to extract the leads. This procedure has not been scheduled. No additional adverse patient effects were reported. Additional information was received that indicated this patient passed away. It was reported that, at the time of the endocarditis the patient was also suffering from a large pelvic collection and a pulmonary embolism. The initial revision to remove the device was performed and the patient was awaiting further management from the neurology department when the patient suffered a cardiac arrest. The patient had a history of dilated cardiomyopathy and myocardial infarctions. The ra and rv leads were never extracted and are therefore not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with endocarditis. A full system explant was scheduled. The implantable cardioverter defibrillator (ICD) was explanted and discarded. The right atrial (ra) lead and the right ventricular (rv) lead were capped and surgically abandoned. A second procedure will be performed to extract the leads. This procedure has not been scheduled. No additional adverse patient effects were reported.